Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that a pt burn occurred on tissue at the needle insertion site during an rf ablation procedure. The customer noted that 7-8cm of the needle coating had peeled off. A metal guiding tool had been used with the needle. Info regarding the degree of burn and type of treatment was not provided.